Event description:
It was reported that the patient received inappropriate shocks and t-wave oversensing was noted. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7232cx implantable cardioverter defibrillator (B)(6) 2011. (B)(4).